Event description:
It was reported that an individual with a pain stimulation implantable pulse generator (ipg) experienced electric shock sensations down the buttocks to the legs when the battery level was at 70% or 80%, and also experienced electric shock sensations when sneezing. The individual reported these sensations began approximately two days prior to the report. The individual was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.